Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency coronary procedure was being performed when the issue occurred. The procedure was completed without collimation. However, the procedure was performed again on another vessel due to previous inferior image quality, which led to a delay in procedure completion. Customer reported to philips that the system gave an alert indicating collimator shutter y area was jammed. Upon troubleshooting, the rse stated that the issue was on and off and decided to monitor the system for a week. The issue reoccurred on another day, in which the frontal stand collimator was replaced and necessary calibrations were performed, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the "collimator y shutter area was jammed", which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.